Event description:
It was reported that a malfunction occurred on the pump, possibly due to being in the user's pocket while working in construction. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with a replacement pump by cts, who also advised using mdi as a backup therapy to ensure insulin delivery. Instructions for returning the malfunctioning pump and setting the device into storage mode were communicated and understood by the customer.